Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that after the or-nurse had tested the device the device activated itself without anyone pressing the buttons. They changed the hand piece however the error continued. Thus they had to change the device before starting the operation. No patient consequence.

Manufacturer narrative:
(B)(4). Batch # p93x2x. Device analysis: the device was returned with no apparent damage. The device was connected to a test hand piece and a gen11, during functional testing it was noted that the max hand control button had no tactile feedback. Upon testing the buttons, the max button stayed activated after it was released resulting in continuous activation. Cycling of the buttons, resulted in an alert screen of ¿reactivate two switch activations detected¿. The ¿reactivate two switch activations detected¿ alert screen is associated with the hand activation button issues with the max button. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. No conclusion could be reached as to what caused that the dome collapsed. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.